Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to capture. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.